Manufacturer narrative:
The technician found a hole in the treatment cushion which allowed fluid to penetrate the mattress ticking. The fluid ingress ruined the liner, fire barrier, topper foam, percussion and vibration cushion. The technician replaced the mattress, ticking, liner, fire barrier, topper foam and the percussion/vibration cushion to resolve the issue.

Event description:
Technician alleged that the bed is alarming that the treatment cushion has a low pressure. No patient impact.